Event description:
It was reported that, while in use on a patient, a 980 ventilator was not delivering volume. The patient was removed from the ventilator and placed on an alternate ventilator. Although requested, it is unknown if the patient experienced any harm or injury as a result of the event. The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se stated that the patient circuit in use during the event was not available for evaluation. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was not harmed or injured as a result of the reported event.